Manufacturer narrative:
H3, h6: the controller was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the controller analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See b5. A1: the patient's initials were provided. D10: the serial number of the em controller is(B)(6). G2: the manufacturer representative provided additional information. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. The em controller was replaced. B01, c20, d15 are applicable to the system checkout. The em controller was returned for product analysis. The analysis is still in progress. B21, c21, d16 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the procedure was delayed by 20 minutes. The case was completed using another navigation system.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had a localizer faulted message on their system. The site rebooted the system, re-plugged in the components, and the issue did not resolve. The site used their neuro system to complete the case. There was no impact on patient outcome. Troubleshooting the system determined that the breakout board (bob) was thought to be the cause of the error and needed to be replaced. A manufacturing representative (rep) checked the system with another bob and the same error occurred. The emitter was shown as off when the bob was unplugged and there was no toggle to turn it on. Since the issue was happening with two bob a new em controller was being requested. It was confirmed that both emitters and instrument interfaces worked on another navigation system.